Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and recommended that the customer remove their device from service and have it replaced. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). All three icons being illuminated is an indication that the internal hlc batteries may not have sufficient power to be able to deliver effective defibrillation therapy, if needed. There was no patient use associated.